Event description:
During the right ventricular outflow tract ventricular tachycardia ablation procedure, pericardial effusion was noted which required a pericardiocentesis. During the procedure, a drop in blood pressure was noted after ablation. An echocardiogram was performed, and a pericardial effusion was diagnosed. A pericardiocentesis was performed and protamine administered to stabilize the patient. The procedure was completed successfully. There was no alleged malfunction on the catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.